Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion of the distal tips of 2 anchor inserters broke off into the patient's body. The fragments were not able to be retrieved, they are captured with the anchor, which are captured within the bone. The procedure was concluded successfully without further incident or harm to the patient. Also see associated MFR 1221934-2008-00379.

Manufacturer narrative:
Mitek is at this point in time awaiting the receipt of the complaint device, and is in the information gathering mode. When all that can be had is had and evaluated, the results of the investigation will be the subject of the follow-up report.